Manufacturer narrative:
Correction to h11 missing cloud information: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Inspection of the fluid path found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site or contribute to insulin leaking during wear. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. A root cause for the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula reportedly came out of the infusion site (hip/buttocks). It was also reported that the pod was leaking insulin and the cannula was discovered bent. Treatment information was not provided.